Event description:
An elderly patient underwent insertion of a porcine heart valve at another facility approximately ten days prior to this event. The patient reported to our facility after experiencing an acute mi. The patient was taken to the cardiac cath lab where a significant clot was found in the right coronary artery. The clot was evacuated and a stent placed. The patient required several days in the ccu and was eventually transferred to a telemetry unit and was able to be discharged six days after admission.